Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, while being applied for the closing of the trocars incision, the device¿s needle broke, wherein the needle (at distal) broke when being inserted into the skin. Another suture was opened in order to complete the case. There was no patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.